Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink t-connector extension set disconnected from the interlink hub. This occurred during patient infusion of an unknown antibiotic using an unknown baxter pump set to infuse at 10-11 cc per hour. The reporter stated that the disconnection was due to the patient¿s movement knocking the extension set out. After the disconnection, the patient¿s therapy was continued by administering an intramuscular shot instead of reconnecting the patient to the interlink devices. There was no patient injury or medical intervention associated with this event, and the patient has since been discharged from the hospital. No additional information is available.